Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Event description:
Asr revision, asr xl, right, reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr xl.right.reason(s) for revision: pain.update - marked as legal, added kid number, added surgeons x 2 , added hospital, added all expiry dates. (B)(4)